Event description:
Technical services received a call on 09/27/2011. Caller stated atrial sensing is not picking up atrial fibrillation. Ddd is 60 ppm and 0.15 mv and it's still not picking up. Caller is wondering if anything else can be done. Technical services stated that this is the lowest setting for atrial sensitivity. Caller will discuss with physician. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).